Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h6 - health effect - impact code -on the initial report from 2645-no patient involvement to 2199-no health consequences or impact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely root cause of the scope being unrecognized and front panel blinking constantly was due to failure of the scope socket and detection slide. However, the root cause of the problem could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source displayed error code b30 (image processor or light source). The issue occurred during preparation for use. There were no reports of patient involvement or injury.